Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare practitioner suspects the patients' heart rate is in the forties and the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.